Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-03172. It was reported that the patient underwent unrelated surgery. Thereafter the ipg was unable to communicate with the external devices. It is unknown which ipg was impacted, therefore both devices are being reported. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address the issue

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-03172.

Manufacturer narrative:
The device associated with this submission was not included in the (1627487-06022017-001-c) as previously reported. The method, result, and conclusion codes should have been as it is submitted in this report, rather than the ones submitted in initial report.

Event description:
Reference manufacturer report: 3006705815-2018-03172. Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post-op.